Event description:
The facility representative contacted baxter to report an infusor that had an overinfusion. The device was filled with 300 milligrams of morphine sulfate in 240 milliliters of 0.9% sodium chloride. The infusion time was 100 hours instead of 120 as calculated. No morphine application from sunday evening to monday. No port was used, but the infusion was applied subcutaneous. No other infusion has been applied through the same access. There was no adverse event, patient injury or medical intervention associated with this report. There is no further complaint information available.

Manufacturer narrative:
(B)(4). A batch review has been performed. All release criteria were met for the production of this batch. The device has been requested and received for evaluation at baxter. A follow-up medwatch report will be submitted when the evaluation results of additional information becomes available.